Event description:
It was reported that the right ventricular (rv) lead had no capture at maximum outputs in both unipolar and bipolar configurations, high impedance, and was possibly fractured. The lead had been programmed off at some point. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5554 implantable pacing lead 2000-(B)(6). (B)(4).